Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell two of three. The patient was connected at the time of the alarm. The renal therapy service agent (rtsa) assisted the patient in clearing the alarm. The patient stated that there was fluid on top of the supply bag but could not determine where the fluid/leak was coming from. The patient noticed damage on the supply bag. The patient would follow up with registered nurse and would manually drain to complete therapy. The rtsa reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.